Event description:
The device used in the procedure was a 4.0x60 mm armada 14, not a 2.0x60mm armada 14 as initially reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The armada 14 instruction for use (IFU) states: do not advance the armada 14 pta catheter against significant resistance. The cause of resistance should be determined via fluoroscopy and remedial action taken. In this case, it could not be determined if advancing against resistance contributed to the difficulties. The investigation was unable to determine a cause for the reported inflation issue and leak. The resistance advancing was likely due to anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a totally occluded left common iliac artery. A 2.0x60mm armada 14 percutaneous transluminal angioplasty (pta) catheter was advanced to the target lesion against resistance with the patient anatomy. During the first inflation to 8 atmospheres, the balloon only partially inflated and was losing pressure. The hub was also observed to be leaking. The balloon catheter was removed and the procedure was successfully completed with another same size armada 14 pta catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.